Event description:
Facility reports, that while lifting a resident using a sabina patient lift, that the lift "jerked up" causing the resident to fall backwards injuring her head.

Manufacturer narrative:
In 2007 a liko north america distributor was allowed to view and inspect the equipment used in the reported incident. The safety vest was found to be in good condition. The sabina patient lift had been removed from service and had been taken to biomed pending investigation. Equipment was tested and found to be in working condition. However, the safety latches were missing from the unit. When used per manufacturer's instructions, the facility could not recreate the incident. Replacement safety latches were sent to the facility and remedial training to the staff on the correct use of this equipment.